Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, hemostasis was performed with perclose proglide, but access site artery occlusion was observed. After the transcatheter implant procedure was completed, cut down was performed for the access site and surgical vascular repair was performed. Per the physician, the injury was due to the proglide. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).